Manufacturer narrative:
(B)(4) - the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient experienced a return of spasticity and ineffective control of tone. The pump reservoir was full despite the residual pump volume being 0.0ml. A rotor study and catheter dye study revealed unknown results. The pump and catheter were replaced. The patient recovered without sequela. The medication being delivered via the device was lioresal.